Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the targeted location and towards the ventricle. Per the physician, the dislodged valve was in part due to the patient's heavily calcified native leaflets. The valve could not be re-positioned higher in the annulus, and significant paravalvular leakage (pvl) was noted. The patient's blood pressure dropped significantly, and cardiopulmonary bypass (cpb) was initiated. A second transcatheter bioprosthetic valve was implanted, valve-in-valve. The patient remained on extracorporeal membrane oxygenation (ECMO) following the procedure. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.